Event description:
In 2007 at 12:21 pm, the lay-user /pt contacted lifescan (lfs) alleging that the one touch ultra smart meter is giving inaccurate erratic readings. According to the pt, the inaccuracy issue started about a month ago. A couple of weeks ago, around eighteen days earlier, the pt obtained an allegedly inaccurate high blood glucose reading of "276 mg/dl." The pt took 5 units of nph based on the inaccurate elevated reading and later developed symptoms described as "sweating and shaking." It is not known if the pt tested again after he developed his symptoms. The pt self-administered food/beverage to bring his blood glucose to come back up again. On one occasion, he stated that he could not get his blood glucose to go above "110 mg/dl." The pt was not tested on any other meter at the time of concern. It would have been helpful to obtain the following info: testing frequency, diabetes regimen, symptoms, and blood glucose results on the day of event. During troubleshooting, the cca verified that the pt was using the correct testing technique, the punctured area was cleaned correctly, and the unit of measurement was correctly set to mg/dl. This complaint is being reported because the pt claimed he based his insulin dose on a blood glucose result, developed symptoms that can be suggestive of hypoglycemia, and self-administered food/beverages. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.